Event description:
It was reported that during 2nd attempt of clot removal, resistance was encountered and the stent was observed to be not completely open. The physician continued to retrieve the clot and due to the resistance that the clot was creating, the stent detached. It was reported the stent remained in the patient. Post procedure, it was reported that the patient had a large infarct. Patient is still intubated and not following commands. On follow up, the patient is still not doing well from a neuro perspective including opening eyes, intermittent tracking, minimal spontaneous movement on left side and no movement on right side.

Manufacturer narrative:
The pushwire involved in the event has not been returned for evaluation.(B)(4).